Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was prepared as protocol with 0.28ml of company viscoelastic in the ophthalmic visco surgical device (ovd) port within the correct time frame. When the lens was advanced the trailing haptic was straight. A back up lens was used to complete the surgery on the same day and there was no patient harm. Additional information has been requested but is not available at the time of this report.